Event description:
Customer's mother reported a hospitalization due to high blood glucose. Mother states that customer had a bent infusion set cannula. Cannula had not penetrated the skin. Cannula was removed at home prior to hospital visit, and treated the high blood glucose with manual injection. Customer was treated for dehydration. Customer's blood glucose at time of hospitalization was 500 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.